Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). During usm calibration, the bubble tool experienced an error where communication to the port was denied. Fse restarted the system and laptop along with trying to access bubble calibration through oriio without success. Fse was advised to update the laptop to windows 11 and install a new driver. After replacement of the bubble calibration, fse was able to complete calibration and testing on the usm and system. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the error was confirmed and replicated. In system logs, error 23007 was found indicating not free to move, high command velocity during wiggle test on usm2, axis 3, confirming the fault had occurred in the field. The usm was then installed onto a patient side cart fixture test platform (pftp) where the unit failed friction test on axis 3. Upon visual inspection, no damage was found that would be related to the reported event. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the error indicates that the insertion ball screw is found to be the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that instruments did not insert when installed on universal surgical manipulator (usm2); the customer felt heavy resistance when trying to advance. Customer received a message about the insertion axis, but no errors were present in the logs. Customer tried reinstalling the drape on usm2, changing instruments, and power cycling the system, but issue remained. Customer was going to use usm1 in place of usm2 for the procedure. The procedure was completed with no reported injury.